Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller in doing so, successfully resolving the issue without recurrence. The customer was advised to continue using the pump and to contact technical support if the malfunction code appears again.